Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported they noticed since implant the back of the ins hurts and noticed maybe 2 months after implant their ins has started coming out. The patient said they can feel there is a knot in the corner of it pushing out of their skin and they noticed this has gradually gotten worse, they can no longer sleep or sit on it. The patient said in april they started getting sick, the back of battery has always hurt, it is closer to surface than the older devices were. The patient said they notice a warm sensation and notice a knot that keeps poking out. The patient said they have been getting sick, their white blood cells are attacking something, they think their body is rejecting the stimulator, they let the implanting doctor know last night via email. The patient said they have been to 3 doctors and they do not know what to do how to tell if there is an infection there, the patient said they don't want to remove it then find out that the stimulator was not the cause of these issues. The patient was redirected to their healthcare provider to further address the issue.